Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the endurant main body was implanted from the left side, and then a sentrant sheath was inserted from the right femoral artery. The etlw1610c124ej was then inserted through the sentrant. When distal smokestack angiography was performed, a dissection of a portion of the common iliac artery (cia) was found. The etlw1610c124ej was removed, and the sentrant sheath was pulled back to near the femoral artery which was used as an access site, and angiography was performed again. A dissection from external iliac artery (eia) to cia was detected. After the etlw1610c124ej was implanted as planned, a 10 mm * 100 mm non-medtronic bare stent overlapped 4 stents of the etlw1610c124ej to extend to the eia. The dissection was resolved and the procedure was completed. The physician stated the cause of the event was due to patient vessel morphology and not caused by the medtronic products. No additional clinical sequelae were reported and the patient is fine.